Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implantable pump for spinal pain. It was reported that the patient had a major volume discrepancy and the health of the patient was not stable enough to consider a pump replacement. The patient stated that they were not willing to set the pump to minimum rate. Technical services provided the code to turn the pump back on.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6) product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the healthcare provider (hcp) reported that there were zero patient symptoms noted. It was also reported that the health of the patient "not stable" was not due to a device/therapy issue and had to do with the patient's overall health of chronic obstructive pulmonary disease (copd) and cardiac conditions. The actual reservoir volume was 19 ml and the expected reservoir volume was 2.5 ml at refill. It was also reported that no further diagnostics, the patient was unable to tolerate. It was also stated that following the above discrepancy there was an additional refill needed where there was still a discrepancy of >5 ml but necessary to change medication to continue to decrease. The cause of the volume discrepancy was not determined, but the hcp stated "assumed and suspected to be catheter blockage". Weekly titrations to reduce dose to plan for pump shut down as actions/interventions taken to resolve issue. The hcp stated, "pump shut down, patient not healthy enough for pump diagnostics or surgical replacement. No surgery planned".